Event description:
It was reported that during a scheduled retrieval, imaging demonstrated that an ivc filter was tilted. Attempts to retrieve the filter proved unsuccessful. Additional imaging demonstrated a filter tilt of 45 degrees and the apex of the filter embedded into the cava wall. In addition, it was observed that two filter legs were pointing towards the iliac veins and one leg was pointing towards the aorta; however, no extravasation was noted. No further retrieval attempts were performed. The filter is still implanted within the patient. The patient has slight epigastric pain; however, it was not known whether the pain was associated to the filter. No report of patient injury.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The filter remains implanted in the patient. The investigation is currently underway.